Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system exhibited oversensing of noise and low amplitude measurements which resulted in several occasions of inappropriate shocks. Additionally, shock impedance had been slightly elevated at 113 ohms. A review of previously reported observations identified that there appears to be no good programming solution for this subcutaneous implantable cardioverter defibrillator (s-ICD) system. An upgrade procedure was performed and the system was explanted. No additional adverse patient effects were reported.